Event description:
This patient was transported to CT scan with rn and IV needed for study. CT scan personnel stated that a 7 inch non-dehp extension set, clave connector for the second time today, had leaked and that they had to change the tubing for the study to be done as ordered. The first occurrence was with a patient from the ed and now this patient was from the neurosurgical intensive care unit. This problem delayed the study and could have had a potential risk for the patient.